Manufacturer narrative:
(B)(4). Concomitant medical devices: 189080 962340 vngd ant stblzd brg 10x75; unknown femoral component. MFR site: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified nonspecific irregular lucency seen in the proximal medial tibia, some of which appear periprosthetic, but most of which does not. This does not appear as loosening or infection. Given at a single time point, variations in trabecular markings or posttraumatic/postsurgical changes could account for the finding and the appearance could be within normal limits. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02791, 0001825034 - 2021 - 00654.

Event description:
It was reported patient underwent initial knee arthroplasty. The surgeon reported unusual abrasion can be seen on the x-ray post implantation. The surgeon also reported unusual lysis below the tibia. Attempts have been made and additional information on the reported event is unavailable at this time.